Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open - establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, the clip opened while locked when establishing final arm angle/efaa. Therefore, the cds was removed with the clip attached and the procedure continued with a new cds. One clip was implanted reducing mr to 1.there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening during establishing final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product issue. Based on information reviewed and without a confirmed failure mode, a cause for the reported clip opening during efaa could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a